Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened or used random sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Event description:
The customer reported via phone call that she inserted a sensor and it would not stop bleeding. Customer pulled the sensor off her skin and there was no wire on it. Customer was unable to locate the electrode from the sensor. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that the needle was tougher than usual and the electrode is not on the sensor. Customer stated after some time, she stopped bleeding and the needle looked okay. Sensor was worn for 5 minutes. Customer was unsure if the sensor cannula was still in the body. Customer was advised that it was unlikely that the sensor fractured and it is most likely the result of sensor retraction. Customer believes that the electrode was stuck to the needle and it is in the needle hub and not her skin. Customer declined troubleshooting for blood at site.